Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
It was confirmed the cable caused a bias current error and had high impedance by the service technician through functional evaluation. During the inspection, no external, physical damage was found. The device was scrapped at the manufacturer.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message, signaling a condition occurred from which the device has the potential to cause another to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message, signaling a condition occurred from which the device has the potential to cause another to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.